Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 800mg/dl, with confusion, and rapid deep breathing, associated with an alleged call service issue. Reportedly, the patient remained hospitalized at the time of the call, and was treated with intravenous insulin, and antibiotics for sepsis treatment. During troubleshooting with customer technical support, the pump history showed an occlusion alarm which was not rectified on (B)(6) 2018. The prime history showed a site change on (B)(6) 2018 with insufficient prime in tubing, and cannula. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.